Event description:
The operator of a dimension xpand plus with hm instrument stated that system check was failing. The operator stated that elevated results were obtained on the instrument. It is unknown which assays resulted high. It is unknown if discordant results were reported to the physician(s) or if repeat testing was performed. There are no reports of patient intervention or adverse health consequences due to the elevated results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the homogenous module flush pump was jammed, and replaced it. The cse ran a system check which failed three times. The cse discovered that the customer was using bottled distilled water as their millipore system was down. After the water system was repaired, the cse flushed water and cleaned and aligned the lens. The cse also aligned the sampler, reagent probe 1, reagent probe 2, and adjusted the film heights. The cse adjusted the cuvette formation assembly and ran a successful system check. The cause of the elevated results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.